Event description:
The lead was explanted due to a suspected malfunction. No further information provided.

Manufacturer narrative:
The lead was returned in two pieces and was cut at 11 cm from the connector pin as received. The two portions of the lead exhibited normal electrical characteristics. Further analysis found an abrasion on the outer insulation at 15 cm to 17 cm from the helix end. The abrasion found is consistent with that caused by friction with the ICD can.

Manufacturer narrative:
Na